Event description:
On (B)(6) 2012, the reporter contacted lifescan (B)(6) alleging an "error 4" issue with the subject meter. There was no allegation of harm or injury as a result of the reported issue. This complaint was initially not reportable due to the following conclusions: the customer support representative walked the reporter through a test on the phone and the issue was noted to be resolved. On (B)(4) 2012, lifescan received and completed device evaluation with the test strips involved with the complaint. The returned test strips passed testing with no faults found: the alleged complaint was not confirmed. On (B)(4) 2012, lifescan received the meter involved with the complaint and completed device evaluation on (B)(4) 2012. The returned meter failed testing. The alleged error message was confirmed in the meter's error log: however, an "error 4" was not reproducible during investigations. This complaint is now being reported because the returned meter failed testing.